Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarms, a shortened battery life, a motor error alarm, an unexpected restart alarm, and an additional error alarm. Blood glucose level at the time of the incident was not provided. The customer stated that a set change resolved the no delivery alarms. The customer was advised that the insulin pump would be replaced

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, a cracked belt clip slot and a missing end cap sticker.